Event description:
It was reported that the patient has been shocked twice recently. The battery voltage was found at 2,8v and a charge time test to 42j was completed within 18 seconds. It was reported that microvoltage signals were observed prior to the shock in the egm. The physician will most probably replace the device due to a too long charge time.

Event description:
It was reported that the patient has been shocked twice recently. The battery voltage was found at 2,8v and a charge time test to 42j was completed within 18 seconds. It was reported that microvoltage signals were observed prior to the shock in the egm. The physician will most probably replace the device due to a too long charge time.

Event description:
It was reported that the patient has been shocked twice recently. The battery voltage was found at 2,8v and a charge time test to 42j was completed within 18 seconds. It was reported that microvoltage signals were observed prior to the shock in the egm. The physician will most probably replace the device due to a too long charge time.

Manufacturer narrative:
It has been reported on 05 jul 2018 that the device has been explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by(B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the patient has been shocked twice recently. The battery voltage was found at 2,8v and a charge time test to 42j was completed within 18 seconds. It was reported that microvoltage signals were observed prior to the shock in the egm. The physician will most probably replace the device due to a too long charge time.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the patient has been shocked twice recently. The battery voltage was found at 2,8v and a charge time test to 42j was completed within 18 seconds. It was reported that microvoltage signals were observed prior to the shock in the egm. The physician will most probably replace the device due to a too long charge time.